Event description:
The manufacturer received information alleging a patient became disconnected (decannulated) from a ventilator and expired. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a patient became disconnected (decanulated) from a ventilator and expired. A representative for the manufacturer traveled to the facility where the ventilator was housed to download the device's internal memory (device data) and sd card files (patient data). The evaluation of the device is based on the data that was extracted from the device and sd card. The device data was analyzed and the following was observed: on the reported day of the event, (B)(6) 2016, several brief patient circuit disconnect and low inspiratory pressure alarms were logged. Each of these brief alarms were acknowledged with an alarm reset/silence keypress. At 17:39:30 utc on (B)(6) 2016, a patient circuit disconnect alarm began sounding and was not acknowledged for 6372 seconds (approximately 106 minutes). The ventilator was powered off at 19:25:42 utc. The device was not powered on again until (B)(6) 2016. The patient data was analyzed and the following was observed: patient waveforms were evaluated and at 17:39:30 utc on (B)(6) 2016, a dramatic increase in flow and leak were observed. This continued until 19:25:42 utc at which time the device was powered off. These increases in flow and leak are consistent with a patient circuit disconnect condition. Based on the analysis of the device and patient data, the manufacturer concludes the device operated and alarmed appropriately for a circuit disconnect condition, in this case a decanulation. The device's downloaded device data and patient data were evaluated. The ventilator is not available to the manufacturer for testing at this time.